Event description:
According to the reporter, during a laparoscopic right hemicolectomy, at the third firing for side to side anastomosis, the surgeon started firing on the colon and the mucosa was stuck on the clamp cover. The surgeon removed the device by additionally resecting and then reinforcing the tissue and the remaining procedure was completed without issue. There was tissue damage. The patient status is alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.